Event description:
It was reported that the device was presenting with motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor rate error was found in pump event history log. Occlusion test were able to duplicate the reported problem. The root cause of the reported issue was found to be a combination of motor assembly, warn gear, leadscrew and clutch being worn out. Pump is over 13 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, warn gear, leadscrew and clutch halves. UDI information is unknown.